Event description:
It was reported that the pt was involved in a motor vehicle accident. In the accident "the gear stick made direct contact with the pt's stomach and pump." The pt developed cellulitis which resulted in "a white discharge" from the wound. The pump was explanted due to infection and it was suspected that the pump was leaking due to penetration or damage of the pump casing from the impact. The pump was not replaced. The pt was not injured and recovered without sequela. The medication being delivered via the device system was 10mg/ml dilaudid at 4.627mg/day. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.